Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implantation the edge of iol was sharp and after contacting iol with anterior capsulorhexis during delivery lead to radial tears. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Video review provided to support doctors observation: the customer reported having issues with phaco sleeves and sharp edges of the intraocular lens implants (iol), which the surgeon attributes to radial posterior capsular (pc) tears. The surgeon indicated that this started a few months ago with a total of eight (8) cases so far. The global quality customer affairs (gqca) representative hosted a meeting to discuss with the surgeon. The surgeon reported they perform cataract surgery with a high intraocular pressure (iop) of around 100 mmhg. The discussion was centered around the idea if the iop contributed to these issues, as well. Surgeons were asked to confirm if they attribute the phaco tip to have been the issue or the I/a tip. The fluid management system (fms) paks are currently being used at this facility. However, the lot information was not made available. A video was submitted for review on this file. The video is 7 minutes and 47 seconds long. There were six (6) cases recorded as examples. The video starts with an already prepped eye (including the lid speculum). The settings are visible on the screen. This is the first (1st ) case on the video shows several examples of what is being experienced. The surgeon can be heard providing an overview of what has happened. The surgeon states that a capsulorhexis was performed manually (not by the laser). The surgeon can be seen inserting an intraocular lens (iol) into the eye. The surgeon states that the iol is a company lens. The surgeon shares that he is currently removing viscoelastic from under the iol with the I/a (metal) tip. The iol is nudged to the side, while the I/a tip passes under the iol. The surgeon narrates that there is ¿already a radial (temporal) tear in the capsular bag, which he attributes it to either from contacting the sleeve or from contact the square edge of the iol.¿ the cannula is seen hydrating the incisions before the surges video moves on to the next example case. The second (2nd) is then shown of the three (3) provided for viewing as an example. Again, the eye is prepped with lid speculum placed. The surgeon can be heard providing an overview of what has happened. The surgeon states that ¿a capsulorhexis was performed manually (not by the laser). The surgeon can be seen inserting an intraocular lens (iol) into the eye.¿ the surgeon states that the ¿iol is a company lens.¿ the surgeon shares that he is currently ¿removing viscoelastic from under the iol with the I/a (metal) tip. The iol is nudged to the side, while the I/a tip passes under the iol.¿ the surgeon narrates that ¿clearly this where the sleeve caught the capsule and there was a radial tear.¿ then immediately following this, he states ¿the infusion port dragged across the capsule causing a temporal radial tear. Its right at the area where the I/a is going into the eye, as you can see.¿ the cannula is then seen hydrating the incisions before the surgeon moves on to the next example case. The surgeon re-iterates ¿thatv 100% was the sleeve.¿ the third (3rd) example case is shown. Again, the eye is prepped with lid speculum placed. The surgeon can be heard providing an overview of what has happened. The surgeon states ¿another curvilinear capsulorhexis intact. The iol goes into the capsular bag. Viscoelastic being removed from the eye and from behind the lens. At this point there is a radial tear (at the entrance where the sleeve going into the eye at around 4:30 o¿clock hour.) This one is most likely the sleeve. This one is a little harder to see but at about 4:30 there is a temporal radial tear.¿ the cannula is then seen hydrating the incisions before the surgeon moves on to the next example case. The fourth (4th) case is shown. Again, the eye is prepped with lid speculum placed. The surgeon can be heard providing an overview of what has happened. The surgeon states ¿¿another intact capsulorhexis was performed manually (not by the laser).¿ the surgeon can be seen inserting an intraocular lens (iol) into the eye.¿ the surgeon states that the ¿iol is a company lens inserted into the capsular bag.¿ then following this, the surgeon narrates ¿the viscoelastic is removed from the anterior segment. A little fragment being removed, but as you can see there is already a temporal radial tear. The location appears to be where the sleeve would have contact with the anterior capsule. So this is most likely sleeve related.¿ the surgeon begins to hydrate the incisions with the cannula. The surgeon narrates ¿there you can see this a little better. The location is basically the same as the others, every time.¿ the cannula continues to hydrate the incisions before the surgeon moves on to the next case. The fifth (5th) case is shown. Again, the eye is prepped with lid speculum placed. The surgeon can be heard providing an overview of what has happened. The surgeon states ¿another case. Another intact capsulorhexis was performed manually (not by the laser). Here comes the iol.¿ the surgeon can be seen inserting an intraocular lens (iol) into the eye.¿ the surgeon states that the ¿adjusting the sleeve on the I/a. The viscoelastic is removed from the anterior segment, nudging the iol over, lifting up, and there is already a radial tear (temporally). This one could be the sleeve or the sharp edge of the iol. I have to orient the iol haptics 90 degrees away from the radial tear. I think anything sharp in the eye is not good. Rounding the edge of the clareon sy60wf and certainly the infusion ports on the sleeve are smooth.¿ the cannula continues to hydrate the incisions before the surgeon moves on to the next case. The sixth (6th) case is shown. Again, the eye is prepped with lid speculum placed. The surgeon can be heard providing an overview of what has happened. The surgeon states ¿another case. Another intact capsulorhexis was performed manually (not by the laser). The iol is injected and there¿s another temporal radial tear. Although this time I think this was the sharp edge of the iol. Just that little square edge was sharp enough to cause that issue.¿ the cannula continues to hydrate the incisions and then the video ends. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The root cause for the reported complaint could not be determined. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudo exfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).